Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic feeling tired and unwell. During the visit, it was noted that the pacemaker could not be interrogated and the electrogram showed no pacing. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported field event of telemetry anomaly was confirmed in the laboratory. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested on the bench and found to be in backup vvi (bvvi). The cause of the bvvi was unknown code corruption. The damage found was sustained during the surgical procedure.